Event description:
It was reported the right ventricular lead had long term oversensing with short interval counts and non-sustained tachycardia events. At a recent device change out, the sensitivity on the lead was reprogrammed. It was noted that there was a capped pacing rv lead still in the ventricle and that interaction between the two leads may be the cause of the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4193 implantable pacing lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were 5 lead failure predictor high rate-non-sustained less than or equal to 212 ms average ventricular cycle between (B)(6) 2012. The lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2012. Interference/noise was noted with ventricular short interval count v-sic=183 counts, in 6.98 days, between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.